Manufacturer narrative:
Pump received with critical pump error. Bootloader trace analysis shows critical pump error was triggered by main serial flash test failure, problem isolated to the electrical board. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed critical pump error. The customer's blood glucose was 71mg/dl at the time of incident. The customer reported that they received a critical pump error image on the pump screen and has x mark. The customer was advised to discontinue use of the insulin pump and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.